Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Complaint of overheating could not be reproduced. Product passed functional testing during burn-in with no overheating or signal loss. Live video output remained constant throughout functional testing and burn-in with no overheating. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined.

Manufacturer narrative:
(B)(6).

Event description:
It was reported the camera head lens integrated system became warm. No patient injury or complications were reported.